Manufacturer narrative:
An event of thrombus was reported. A more comprehensive assessment could not be performed as the device was not returned for analysis; however, images were received for analysis. Based solely on the aforementioned photos, there appeared to be blood on the occluder. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturing reference number: 2135147-2021-00321. It was reported that a 18mm amplatzer septal occluder was selected for implant in the patient on (B)(6) 2021. The patient was prescribed the anticoagulant heparin and was reported to be in compliance with the medication. The physician performed the procedure step by step and used a 9f amplatzer¿ trevisio¿ intravascular delivery system together with a 002 amplatzer guidewire. The system was introduced into the patient and at the moment of positioning the sheath to release the prosthesis, it was noted when analyzing the echocardiogram and scopy images that there was a thrombus. The entire system was removed from the patient and it was verified that there was a thrombus through the system. The physician replaced the delivery system with a 10f amplatzer¿ trevisio¿ intravascular delivery system, replaced the guidewire with another 002 amplatzer guidewire and selected a 19mm amplatzer septal occluder for implant. The 19mm amplatzer septal occluder was placed without complication until the end of the procedure in hemodynamics. There is no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
An event of thrombus was reported. The investigation confirmed that the device was received at abbott with blood present on the device. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported incident could not be conclusively determined.